Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 and low blood glucose on (B)(6) 2018 with high blood glucose of over 600 mg/dl and low blood glucose of 34 mg/dl at the time of hospitalization. The customer also had blood glucose of 300 mg/dl. The customer did not experience any symptoms such as a result of high and low blood glucose. The customer was treated by syringe. The insulin pump will not be returned for analysis.